Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Can you please provide the part number and lot number of the femoral head? Negative, it was decided to leave the femoral head on the stem. I do not possess a patient record/implant record. B. Was there any surgical delay related to the event? Other than an added minute or two trying to replace a poly liner around an implant femoral head, negative, there were no significant delays. C. Was the femoral head available for return? Negative. Remained implanted. D. Can you please provide the original implantation date? Original implant date can probably be obtained from the surgeon, but I believe sometime in 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient came in with mother on (B)(6) 2023 complaining of hip pain and ¿popping.¿ the x-ray revealed femoral head was dislocating superiorly. Upon performing a thr, it was discovered that the poly liner had crack along the elevated edge of the +4 10 deg liner. Surgeon commented that patient weight may have been a factor and sent the liner off for labs. A new liner was impacted and closing was initiated. Doi: unknown; dor: (B)(6) 2023; affected side: right hip.